Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2012. According to the complainant, during the procedure the handle of the device broke. It is unknown how the procedure was completed. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the introducer was on the proximal end of the sheath. The basket was closed and the outer sheath was kinked in several locations along the entire working length. A significant kink was located at the distal end of the silver section of the sheath. There was a torque mark present on the handle cap to indicate the application of the torqueing process and the handle cannula was visible through the handle. Functional evaluation noted that when the handle was actuated the basket would not open and the silver section of the sheath would grow longer and shorter, indicating that the wire sub-assembly was bound in the distal end. The handle cap was removed and the cap was tight. The handle cannula extended approximately 2mm from the proximal end of the pinch vise, which meets specification. The luer and handle cannula were removed from the handle. The wire sub-assembly could not be removed from the sheath due to the distal kink. The sheath was cut to expose the basket and confirmed the basket was present. A dimensional verification on the sheath sub-assembly working length was accomplished. The working length measured approximately 122.6cm, which exceeds the upper specification limit. The silver section measured approximately 4.49" (11.4cm), which also exceeds the upper specification limit. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. No issues were identified with the handle or any handle component. Therefore, the reported complaint event is not confirmed. During manufacturing, the devices are 100% inspected for device functionality/integrity. Therefore, the most probable root cause for the basket not opening and the sheath defects is operational/physiological context.